Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's blood glucose value was 23 mg/dl at the time of the incident. Current blood glucose value was 516 mg/dl. The customer declined troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. The auto mode feature was not active at time of low blood glucose event. Sensor was not giving alerts and not suspending the delivery when low blood glucose. The device will not be returned for analysis.